Manufacturer narrative:
.

Event description:
During review of programming and diagnostic history, it was observed that the vns patient's device was tested during an office visit on (B)(6) 2014 and system diagnostic results revealed high impedance (impedance value >= 10,000 ohms). No patient adverse events were reported. No known surgical interventions have occurred to date.